Event description:
Urinary incontinence continued after tvt implant. Lower back pain constantly, uti's, leg pain and numbness, hips hurt constantly, hurt to sit for too long, hurt to stand for too long, long car trips were painful. Abdomen and vagina hurt on a daily basis even to bend when cleaning house, to pick up or carry objects. Vaginal discharge and odor on a daily basis, painful sexual intercourse, felt as though something was trying to come out of vagina, very painful urination, recto-vaginal fistula.